Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump reset unexpectedly. Subsequently, the pump time and date were incorrect. Tandem technical support assisted customer in correcting the pump time and date. Additionally, it was reported that the pump history was missing data despite the pump being in use. Customer reverted to manual injections for insulin therapy. Customer's blood glucose ranged from 153-338 mg/dl.